Manufacturer narrative:
On (B)(6) 2015, an fse visited the customer to address the reported event. During servicing, the fse found the peek tubing I-6 to the line filter had clotted. The fse replaced the peek tubing and the column. The new column was primed and calibrations and quality controls were run without any issue. The instrument was verified as operational. The g8 analyzer was functioning as intended and the issue cleared. No further action required by field service. The most probable cause of the reported event was clot in the peek tubing I-6 to line filter. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported high pressure error messages with their g8 analyzer. The customer tried changing the filter and column but the issue persisted. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.